Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the access site bleeding issue was most likely patient movement. Upon arrival to the hospital, the repositioning sheath was sticking up almost at a 90-degree angle and a large hematoma was noted as per the clinical description provided. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 63-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma at the impella insertion site during transfer from the community to tertiary center. Upon arrival at the tertiary center, the team observed the repo sheath was sticking up almost at a 90 degree angle, and the hematoma was large. The patient was taken to the operating room for a planned impella 5.5 insertion. After impella 5.5 insertion, vascular surgery was performed to due an arterial cutdown to the right femoral artery to remove the impella cp and evacuate the hematoma.

Manufacturer narrative:
H.6 health effect - impact code 4629 was inadvertently left off on the previously submitted manufacture device report.